Event description:
Customer's nurse reported that the customer was having difficulty with his insulin pump. Customer's diabetes was stated to be uncontrolled. Nurse stated that the customer's blood glucose levels are high. Troubleshooting was not performed as the customer was not available at the time of the call. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.